Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 419 mg/dl. Customer also had blood glucose was 120 mg/dl, 362 mg/dl and 303 mg/dl. Customer was using automode during high blood glucose. Customer was treated with insulin pump. Customer had air bubbles 1 inch above the connection of reservoir and tubing. Insulin pump will not be returned for analysis.